Event description:
It was reported to philips that the allura system was not starting. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with the bios battery of the host pc and image pc. The fse replaced the bios battery in the host pc and the ippc, reinstalled the ippc operating system and software which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file does not show any errors. Upon troubleshooting, fse found that the host pc and ippc bios battery is defective. Fse replaced bios battery of host pc and ippc, then reinstalled ippc os and sw. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.